Manufacturer narrative:
(B)(4). Batch # n57e04. Device evaluation: the analysis found that one ntlc75 device was returned with the left bearing missing, the shroud was noted to be damaged on the same side of the missing bearing. The damage noted was a scratch. No cartridge reload loaded on the device. No damage to the saddle pin was noted. No functional test was performed due to the condition of the device. The damage on the shroud and the left bearing missing is consistent with an improper use of the device. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Attempts were made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Can you please clarify what is meant by, "this device was error at the joint point"? Please provide further detail of the event.

Event description:
It was reported that during a whipple procedure, the device was error at the joint point. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The following was not included on the initial: month and day unknown. Only year (2018) is known.